Event description:
A surgeon reported that retina tears occurred during a vitreoretinal procedure as the probe stopped cutting and aspiration was present. The sample was discarded after the completion of the case by the reporter. Upon follow up it was informed that the "vitreous cutter was set to cutter on, but was not actually cutting, there was vitreous traction on the retina as a result of essentially vacuum function, which lead to retina tears. Upon direct inspection, the user noted that the port remained open even on cut mode". A laser procedure was performed to resolve the issue and the patient's condition is "likely to resolve without visual compromise."

Manufacturer narrative:
There was no product sample returned for evaluation. There was no lot number identified with this report, and a l ot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).